Manufacturer narrative:
Completed information for section a1 patient identifier: sid (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7p51-30 has a similar product distributed in the us, list number 7p51-21/-31.

Event description:
The customer observed a false positive alinity I total b-hcg result for one sample that was not reported out of the laboratory. The following data was provided: (B)(6) 2024 sid (B)(6) initial result = 42.1 miu/ml (positive), repeat was <2.30 miu/ml (negative), repeat on another alinity was <2.30 miu/ml (negative) no impact to patient management was reported.

Event description:
The customer observed a false positive alinity I total b-hcg result for one sample that was not reported out of the laboratory. The following data was provided: on (B)(6) 2024 sid (B)(6) initial result = 42.1 miu/ml (positive), repeat was <2.30 miu/ml (negative), repeat on another alinity was <2.30 miu/ml (negative). No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing of a retained reagent kit lot 60340ud00. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did identify an increase in complaint activity for lot 60340ud00, however, no related trends were identified regarding commonalities for complaint lot number and issue. Additionally, in-house accuracy testing was completed with a retained kit of lot 60340ud00. All specifications were met indicating that the lot is performing acceptably. Device history review did not identify any non-conformances or deviations with lot 60340ud00 and the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg reagent lot 60340ud00 was identified.